Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('other portions of the essure coils have been removed/ retained essure coil fragment'), device expulsion ('migration of essure device location of device: uterus/ migration of the right coil') and device dislocation ('1.6·mm metallic fragment overlying the mid pelvis') in a 43-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, light headedness, heartburn, peripheral vascular disease, nausea, gerd, choking, panic disorder, dysthymic disorder, change of bowel habit, constipation, chronic ulcer of skin, tinea unguium, arthralgia, pain in extremity, weakness, arthralgia, crest syndrome, swelling nos, hepatic steatosis, generalized anxiety disorder, osteoarthritis, pneumonia, rash, scleroderma, miscarriage, synovitis, anemia, osteopenia, joint effusion, psoriasis and gastroesophageal reflux disease. (B)(6) 2019-pathologic diagnosis: left fallopian tube and bilateral essure coils: fibro vascular connective tissue with retractile foreign material associated with' foreign body giant cell reaction, no fallopian tube mucosa or wall identified;. Concurrent conditions included systemic sclerosis. Concomitant products included acetylsalicylic acid (aspirin) from (B)(6) 2017 to (B)(6) 2018, docusate sodium (colace), gabapentin since (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco), nifedipine from (B)(6) 2017, norethisterone (micronor), omeprazole magnesium (prilosec), omeprazole since (B)(6) 2018, ranitidine(B)(6) 2017 to (B)(6)2018, salbutamol, sildenafil since (B)(6) 2018 and zolpidem. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced raynaud's phenomenon ("autoimmune reaction-raynaud's syndrome"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue,") and was found to have weight decreased ("weight loss"), 5 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced gangrene ("rashes or skin conditions type:gangrene"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), scleroderma ("scleroderma"), back pain ("lower back pain"), complication of device removal ("failed removal surgery"), post procedural complication ("post removal complications"), skin ulcer ("finger ulcer"), rheumatoid arthritis ("rheumatoid arthritis"), arthralgia ("joint pain"), hepatic steatosis ("fatty liver") and joint swelling ("joint swelling"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, raynaud's phenomenon, scleroderma, gangrene, depression, anxiety, vaginal haemorrhage, menorrhagia, weight decreased, migraine, headache, dysmenorrhoea, fatigue, complication of device removal, post procedural complication, skin ulcer, rheumatoid arthritis, arthralgia, hepatic steatosis and joint swelling outcome was unknown and the device expulsion, pelvic pain, dyspareunia and back pain had resolved. The reporter considered anxiety, arthralgia, back pain, complication of device removal, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gangrene, headache, hepatic steatosis, joint swelling, menorrhagia, migraine, pelvic pain, post procedural complication, raynaud's phenomenon, rheumatoid arthritis, scleroderma, skin ulcer, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The patient had communicated to the healthcare provider concerning removal of her essure device, however, has not had essure removed. The patient was planning for essure removal. Insertion details - left : 2 coils and right 4 coils. Plaintiff received treatment for pain, autoimmune, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result of the test: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorohhea, raynaud's syndrome, weight loss. Low back pain, headache, dyspareunia lot number: 50704231 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: medical record received. Events added: other portions of the essure coils have been removed, 1.6·mm metallic fragment overlying the mid pelvis. Reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('other portions of the essure coils have been removed/ retained essure coil fragment'), device expulsion ('migration of essure device location of device: uterus/ migration of the right coil') and device dislocation ('1.6·mm metallic fragment overlying the mid pelvis') in a 43-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, light headedness, heartburn, peripheral vascular disease, nausea, gerd, choking, panic disorder, dysthymic disorder, change of bowel habit, constipation, chronic ulcer of skin, tinea unguium, arthralgia, pain in extremity, weakness, arthralgia, crest syndrome, swelling nos, hepatic steatosis, generalized anxiety disorder, osteoarthritis, pneumonia, rash, scleroderma, miscarriage, synovitis, anemia, osteopenia, joint effusion, psoriasis and gastroesophageal reflux disease. (B)(6) 2019-pathologic diagnosis: left fallopian tube and bilateral essure coils: fibro vascular connective tissue with retractile foreign material associated with' foreign body giant cell reaction, no fallopian tube mucosa or wall identified;. Concurrent conditions included systemic sclerosis. Concomitant products included acetylsalicylic acid (aspirin) from (B)(6) 2017 to (B)(6) 2018, docusate sodium (colace), gabapentin since (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco), nifedipine from (B)(6) 2017 to (B)(6) 2017, norethisterone (micronor), omeprazole magnesium (prilosec), omeprazole since (B)(6) 2018, ranitidine (B)(6) 2017 to (B)(6) 2018, salbutamol, sildenafil since (B)(6) 2018 and zolpidem. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced raynaud's phenomenon ("autoimmune reaction-raynaud's syndrome"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue,") and was found to have weight decreased ("weight loss"), 5 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced gangrene ("rashes or skin conditions type:gangrene"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), scleroderma ("scleroderma"), back pain ("lower back pain"), complication of device removal ("failed removal surgery"), post procedural complication ("post removal complications"), skin ulcer ("finger ulcer"), rheumatoid arthritis ("rheumatoid arthritis"), arthralgia ("joint pain"), hepatic steatosis ("fatty liver") and joint swelling ("joint swelling"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, raynaud's phenomenon, scleroderma, gangrene, depression, anxiety, vaginal haemorrhage, menorrhagia, weight decreased, migraine, headache, dysmenorrhoea, fatigue, complication of device removal, post procedural complication, skin ulcer, rheumatoid arthritis, arthralgia, hepatic steatosis and joint swelling outcome was unknown and the device expulsion, pelvic pain, dyspareunia and back pain had resolved. The reporter considered anxiety, arthralgia, back pain, complication of device removal, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gangrene, headache, hepatic steatosis, joint swelling, menorrhagia, migraine, pelvic pain, post procedural complication, raynaud's phenomenon, rheumatoid arthritis, scleroderma, skin ulcer, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The patient had communicated to the healthcare provider concerning removal of her essure device, however, has not had essure removed. The patient was planning for essure removal. Insertion details - left : 2 coils and right 4 coils. Plaintiff received treatment for pain, autoimmune, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result of the test: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorohhea, raynaud's syndrome, weight loss. Low back pain, headache, dyspareunia lot number: 50704231 manufacture date: 2012-11 expiration date: 2015-11. Lot number: 50704231 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ migration of the right coil') in a 43-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, light headedness, heartburn, peripheral vascular disease, nausea, gerd, choking, panic disorder, dysthymic disorder, change of bowel habit, constipation, chronic ulcer of skin, tinea unguium, arthralgia, pain in extremity, weakness, arthralgia, crest syndrome, swelling nos, hepatic steatosis, generalized anxiety disorder, osteoarthritis, pneumonia, rash, scleroderma, miscarriage, synovitis, anemia, osteopenia and joint effusion. (B)(6) 2019-pathologic diagnosis: left fallopian tube and bilateral essure coils: ¿ fibro vascular connective tissue with retractile foreign material associated with' foreign body giant cell reaction, no fallopian tube mucosa or wall identified;. Concomitant products included acetylsalicylic acid (aspirin) from (B)(6) 2017 to (B)(6) 2018, docusate sodium (colace), gabapentin since (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco), nifedipine from (B)(6) 2017 to (B)(6) 2017, norethisterone (micronor), omeprazole magnesium (prilosec), omeprazole since (B)(6) 2018, ranitidine (B)(6) 2017 to (B)(6) 2018, salbutamol, sildenafil since (B)(6) 2018 and zolpidem. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced raynaud's phenomenon ("autoimmune reaction-raynaud's syndrome"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue,") and was found to have weight decreased ("weight loss"), 5 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced gangrene ("rashes or skin conditions type:gangrene"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), scleroderma ("scleroderma"), back pain ("lower back pain"), complication of device removal ("failed removal surgery"), post procedural complication ("post removal complications"), skin ulcer ("finger ulcer"), rheumatoid arthritis ("rheumatoid arthritis"), arthralgia ("joint pain"), hepatic steatosis ("fatty liver") and joint swelling ("joint swelling"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic pain, dyspareunia and back pain had resolved and the raynaud's phenomenon, scleroderma, gangrene, depression, anxiety, vaginal haemorrhage, menorrhagia, weight decreased, migraine, headache, dysmenorrhoea, fatigue, complication of device removal, post procedural complication, skin ulcer, rheumatoid arthritis, arthralgia, hepatic steatosis and joint swelling outcome was unknown. The reporter considered anxiety, arthralgia, back pain, complication of device removal, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gangrene, headache, hepatic steatosis, joint swelling, menorrhagia, migraine, pelvic pain, post procedural complication, raynaud's phenomenon, rheumatoid arthritis, scleroderma, skin ulcer, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The patient had communicated to the healthcare provider concerning removal of her essure device, however, has not had essure removed. The patient was planning for essure removal. Insertion details - left : 2 coils and right 4 coils. Plaintiff received treatment for pain, autoimmune, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result of the test: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorohhea, raynaud's syndrome, weight loss. Low back pain, headache, dyspareunia. Lot number: 50704231 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: mr+social media received- new events rheumatoid arthritis, joint pain, joint swelling were ade. New reporters , medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 43-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, light headedness, heartburn, peripheral vascular disease, nausea, gerd, choking, panic disorder, dysthymic disorder, change of bowel habit, constipation, chronic ulcer of skin, tinea unguium, arthralgia, pain in extremity, weakness, arthralgia, crest syndrome, swelling nos, hepatic steatosis, generalized anxiety disorder, osteoarthritis, pneumonia, rash and scleroderma. Concomitant products included acetylsalicylic acid (aspirin) from (B)(6) 2017 to (B)(6) 2018, docusate sodium (colace), gabapentin since (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco), nifedipine from (B)(6) 2017 to (B)(6) 2017, norethisterone (micronor), omeprazole magnesium (prilosec), omeprazole since (B)(6) 2018, ranitidine (B)(6) 2017 to (B)(6) 2018, salbutamol, sildenafil since (B)(6) 2018 and zolpidem. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced raynaud's phenomenon ("autoimmune reaction-raynaud's syndrome"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue,") and was found to have weight decreased ("weight loss"), 5 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced gangrene ("rashes or skin conditions type:gangrene"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), scleroderma ("scleroderma"), back pain ("lower back pain"), complication of device removal ("failed removal surgery") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic pain and dyspareunia had resolved, the raynaud's phenomenon, scleroderma, gangrene, depression, anxiety, vaginal haemorrhage, menorrhagia, weight decreased, migraine, headache, dysmenorrhoea, fatigue, complication of device removal and post procedural complication outcome was unknown and the back pain was resolving. The reporter considered anxiety, back pain, complication of device removal, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gangrene, headache, menorrhagia, migraine, pelvic pain, post procedural complication, raynaud's phenomenon, scleroderma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The patient had communicated to the healthcare provider concerning removal of her essure device, however, has not had essure removed. The patient was planning for essure removal. Insertion details - left : 2 coils and right 4 coils. Plaintiff received treatment for pain, autoimmune, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result of the test: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorohhea, raynaud's syndrome, weight loss. Low back pain. Lot number: 50704231 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 43-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, light headedness, heartburn, peripheral vascular disease, nausea, gerd, choking, panic disorder, dysthymic disorder, change of bowel habit, constipation, chronic ulcer of skin, tinea unguium, arthralgia, pain in extremity, weakness, arthralgia, crest syndrome, swelling nos, hepatic steatosis, generalized anxiety disorder, osteoarthritis, pneumonia, rash and scleroderma. Concomitant products included acetylsalicylic acid (aspirin) from (B)(6) 2017 to (B)(6) 2018, docusate sodium (colace), gabapentin since (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco), nifedipine from (B)(6) 2017 to (B)(6) 2017, norethisterone (micronor), omeprazole magnesium (prilosec), omeprazole since (B)(6) 2018, ranitidine(B)(6) 2017 to (B)(6) 2018, salbutamol, sildenafil since (B)(6) 2018 and zolpidem. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced raynaud's phenomenon ("autoimmune reaction-raynaud's syndrome"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue,") and was found to have weight decreased ("weight loss"), 5 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced gangrene ("rashes or skin conditions type:gangrene"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), scleroderma ("scleroderma"), back pain ("lower back pain"), complication of device removal ("failed removal surgery") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic pain, dyspareunia and back pain had resolved and the raynaud's phenomenon, scleroderma, gangrene, depression, anxiety, vaginal haemorrhage, menorrhagia, weight decreased, migraine, headache, dysmenorrhoea, fatigue, complication of device removal and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, complication of device removal, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gangrene, headache, menorrhagia, migraine, pelvic pain, post procedural complication, raynaud's phenomenon, scleroderma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The patient had communicated to the healthcare provider concerning removal of her essure device, however, has not had essure removed. The patient was planning for essure removal. Insertion details - left : 2 coils and right 4 coils. Plaintiff received treatment for pain, autoimmune, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result of the test: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorohhea, raynaud's syndrome, weight loss. Low back pain. Lot number: 50704231, manufacturing date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of event back pain was updated to recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 43-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, light headedness, heartburn, peripheral vascular disease, nausea, gerd, choking, panic disorder, dysthymic disorder, change of bowel habit, constipation, chronic ulcer of skin, tinea unguium, arthralgia, pain in extremity, weakness, arthralgia, crest syndrome, swelling nos, hepatic steatosis, generalized anxiety disorder, osteoarthritis, pneumonia, rash and scleroderma. Concomitant products included acetylsalicylic acid (aspirin) from 21-apr-2017 to 23-aug-2018, docusate sodium (colace), gabapentin since (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco), nifedipine from 2-mar-2017 to 5-jun-2017, norethisterone (micronor), omeprazole magnesium (prilosec), omeprazole since (B)(6) 2018, ranitidine 14-aug-2017 to june 2018, salbutamol, sildenafil since (B)(6) 2018 and zolpidem. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced raynaud's phenomenon ("autoimmune reaction-raynaud's syndrome"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue,") and was found to have weight decreased ("weight loss"), 5 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced gangrene ("rashes or skin conditions type:gangrene"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), scleroderma ("scleroderma"), back pain ("lower back pain"), complication of device removal ("failed removal surgery") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic pain and dyspareunia had resolved, the raynaud's phenomenon, scleroderma, gangrene, depression, anxiety, vaginal haemorrhage, menorrhagia, weight decreased, migraine, headache, dysmenorrhoea, fatigue, complication of device removal and post procedural complication outcome was unknown and the back pain was resolving. The reporter considered anxiety, back pain, complication of device removal, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gangrene, headache, menorrhagia, migraine, pelvic pain, post procedural complication, raynaud's phenomenon, scleroderma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The patient had communicated to the healthcare provider concerning removal of her essure device, however, has not had essure removed. The patient was planning for essure removal. Insertion details - left : 2 coils and right 4 coils. Plaintiff received treatment for pain, autoimmune, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result of the test: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorohhea, raynaud's syndrome, weight loss. Low back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information added. Events: failed removal surgery, post removal complications added. Event outcome were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a (B)(6) female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, light headedness, heartburn, peripheral vascular disease, nausea, gerd, choking, panic disorder, dysthymic disorder, change of bowel habit, constipation, chronic ulcer of skin, tinea unguium, arthralgia, pain in extremity, weakness, arthralgia, crest syndrome, swelling nos, hepatic steatosis, generalized anxiety disorder, osteoarthritis, pneumonia and rash. Concomitant products included acetylsalicylic acid (aspirin) from (B)(6) 2017 to (B)(6) 2018, docusate sodium (colace), gabapentin since (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco), nifedipine from (B)(6) 2017 to (B)(6) 2017, norethisterone (micronor), omeprazole magnesium (prilosec), omeprazole since (B)(6) 2018, ranitidine (B)(6) 2017 to (B)(6) 2018, salbutamol, sildenafil since (B)(6) 2018 and zolpidem. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced raynaud's phenomenon ("autoimmune reaction-raynaud's syndrome"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue,") and was found to have weight decreased ("weight loss"), 5 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced gangrene ("rashes or skin conditions type:gangrene"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), scleroderma ("scleroderma") and back pain ("lower back pain"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the device expulsion, raynaud's phenomenon, scleroderma, gangrene, depression, anxiety, vaginal haemorrhage, menorrhagia, weight decreased, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gangrene, headache, menorrhagia, migraine, pelvic pain, raynaud's phenomenon, scleroderma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The patient had communicated to the healthcare provider concerning removal of her essure device, however, has not had essure removed. The patient was planning for essure removal. Insertion details - left : 2 coils and right 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result of the test: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, raynaud's syndrome, weight loss. Low back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-dec-2019: pfs received : following event was added : migration of essure device location of device: uterus. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.